Event description:
The salute fixation is intended for fixation of prosthetic material. The device was being used to repair a hiatal hernia. The salute system deployed malformed constructs and straight wire. Some of the constructs were left in the pt. The surgeon was not concerned with their placement. Follow-up with the hospital indicated that the pt is doing fine as of the next month. There was no adverse event.